Event description:
My wife had the essure implanted in (B)(6) 2010 and since that time has experienced pelvic pain and heavy menstrual cycle just to name a few of the things she has experienced since having this device implanted. She had follow up visits with the doctor and they assured her that the pain would go away. The pain has not gone away. It has only intensified. It is seriously impacting her health. I believe the essure is causing her serious problems and now she has to have surgery to rid herself of this device.